Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "rapid gas loss" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep removed condensation from the system. Check pneumatic performance service diag's. In an unrelated repair, he also replaced a grommet (part number: 0348-01-0012). Verify balloon pump meets factory specifications. The iabp was electrical safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).